Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported during the procedure, pneumoperitoneum could not be maintained. The source of the leaking pnuemo could not be found. The pt was opened in order to complete the procedure. The staff provided person an optiview nbo trocar and person had never utilized one of these trocars. The staff belived these were the only trocars remaining on the shelves. Person was unable to insert this trocar fully due to tenting of the abdominal wall. They very diligently looked for the source of leakage. The trocar seals were checked, poured water on the abdomen around the ports, checked carbon dioxide machine, disconnected the carbon dioxide gas and put it into water and were getting bubbles. They were unable to locate any source of leakage and therefore the pt was converted to open. The disposable trocars are being returned for eval.